Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer changed their battery today and the insulin pump would not power on. The patient's blood glucose at the time of incident was 6.2 mmol/l. Troubleshooting was initiated for the blank display anomaly and the customer stated that there was a stress crack on the battery compartment; the crack has been there for the past month and the customer is unaware of how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.